Event description:
The customer reported to olympus, an e117 error message occurred when the evis lucera elite colonovideoscope was plugged into the stack during pre-check/maintenance. During the inspection and testing of the returned device, error code e315, unsupported scope, occurred. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation could not be confirmed. However, e315 was observed. The adhesive on the distal end was lifting, the insertion tube was stained, the scope connector had excessive fluid ingress, the angulation was lower than the standard and the electrical safety test failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to during user handling, water entered the inside of the scope connector and an abnormality occurred in the electrical parts. The even was confirmed when leak check label inside the scope connector was found to be discolored and has traces of water intrusion. The event can be detected/prevented by following the instructions for use which state the following: 1) "when attaching the connector cap of the leakage tester to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage." 2) "do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.